Event description:
One touch ultra meter displays 3 dashes. Patient explained that the meter had been prompting the 3-dashes for approximately 2 weeks. Patient had developed symptoms of high blood glucose levels, yeast, and bladder infections. Patient eventually decided to visit the hospital for a blood glucose test. Patient was treated with insulin for a blood glucose result of 350 mg/dl. Patient had maintained humalog insulin regimen (35 units in the morning and 35 units in the evening). Patient was also prescribed to take an additional 5 units for every 50 mg/dl over a blood glucose level of 150 mg/dl. Patient reported testing with glucose-dipsticks during the time of concern. The customer service representative walked patient through resetting the meter optoins and the 3-dashes appeared on the meter display. There is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The patient suffered a serious injury as a result of the meter malfunction. Patient's meter was replaced due to an unresolved issue.